Event description:
It was reported that during preparation for a percutaneous coronary intervention procedure, stent damage occurred. It was reported after unpacking of this taxus liberte 32 x 3.00mm stent delivery system, the physician found the stent was "a little distorted". The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that the balloon was tightly folded and the stent was centered between the markerbands. The stent had multiple struts stretched. There was blood and contrast in the wire lumen. Magnified inspection presented no damage or irregularities. The reported stent damage was confirmed; however, the unavailability of any original packaging among returned product limited the opportunity to determine the origin or cause of the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during preparation for a percutaneous coronary intervention procedure, stent damage occurred. It was reported after unpacking of this taxus liberte 32 x 3.00mm stent delivery system, the physician found the stent was "a little distorted". The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.